Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away due to a ventricular arrhythmia. Upon interrogation, it was reported that the device displayed a pulse generator fault code indicating a charge timeout. The device was explanted and was returned to guidant for analysis.